Event description:
It was reported that balloon rupture occurred. A 10/2.25 flextome¿ cutting balloon¿ catheter was selected to treat the lesion. During procedure, upon first inflation, the balloon ruptured at 4 atmospheres. The device was removed completely. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by manufacturer: investigation completed. The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when a leak was noted. Further microscopic analysis observed a pinhole in the distal balloon body. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to the event. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/2.25 flextome¿ cutting balloon¿ catheter was selected to treat the lesion. During procedure, upon first inflation, the balloon ruptured at 4 atmospheres. The device was removed completely. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.